Manufacturer narrative:
H10: vyaire field service went onsite to troubleshoot. Unit was on backup generator after power failure, loss of ac power to unit even plugged in. Vent was plugged into wall outlet. Unit shows ac indicator lit green. Ran est (extended system test) passed. Ran verification. Battery runtime test successful. All tests passed required criteria. Unable to duplicate results. Unit meets factory specifications. D4: UDI number is not available.

Event description:
It was reported to vyaire medical that avea ii ventilator loss ac power for 10 seconds during power outage, the ventilator was connected to red plug but lost power during patient used. Patient became hypoxic and dropped o2 (oxygen) saturation to low 80s. Ventilator regained power after approximately 10 seconds. The back up battery on the ventilator did not maintain power.